Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room for inappropriate therapy. The patient's implantable cardioverter defibrillator (ICD) was interrogated and it was noted the device experienced atrial fibrillation (af) with rapid ventricular response which caused inappropriate therapy and inappropriate anti-tachycardia pacing. The device is still in use. No further patient complications have been reported as a result of this event.